Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, thread tap used, inadequate bone quality/quantity, pain. Insufficient primary stability, inadequate osseointegration, implantation before supraconstruction, replacement implant placed. Same patient as (B)(6).